Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. Three corrective actions are being implemented in response to the supplier issue. First, a for cause audit of the supplier was conducted in (B)(6) 2010. Second, a new piezo alarm assembly spec and supplier are being developed to replace the existing part and supplier. This corrective action is in progress and is scheduled for completion in 10/2010. Thirdly, a technical service bulletin has been completed to alert users to the issue while the part and supplier corrective action are being implemented. The expected availability technical service bulletin for our customer is by (B)(6) 2010. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).